Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09-sep-2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 56 mg/dl after previously reporting hyperglycemia with a peak value of 345 mg/dl. The user managed the episode with fast-acting carbs, and glucose levels subsequently increased. No outside medical intervention was required.